Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Complaint not confirmed, no problem detected during investigation. We are unaware about operator/patient injury.